Manufacturer narrative:
(B)(4). A service history review was performed revealing the device has been previously serviced for the reported condition. During previous service, the main batteries and safety harness were replaced. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4)this device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.evaluation summary:the reported condition of a colleague infusion pump with a battery issue was confirmed during product evaluation as a damaged battery alarm. This condition was caused by depleted main batteries. The reported condition was resolved at the facility by a baxter field service technician with the replacement of the main batteries and battery harness.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump had a battery issue. It is unknown when this event occurred. During product evaluation, baxter personnel confirmed the reported condition as a damaged battery alarm, which interrupted delivery. There was no patient injury, medical intervention, or adverse reaction in association with this event. No additional information is available.this device is a remediated colleague pump with a user interface module software version of 5.08.92.